Event description:
The customer reported the stylet used to insert the feeding tube did not detach after insertion, requiring the tube to be removed. The stylet is completely attached to the tube. No further information is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.